Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During inspection for a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The anspach motor malfunctioned and started smoking. There was no serious consequence to the surgeon and the case was completed successfully.

Manufacturer narrative:
Anspach emax 2 plus burr motor smokes. Device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Not performed as the anspach emax 2 plus burr motor is an OEM product. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor smokes failure of p/n: (B)(4), s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). The anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, r and d robotics) and the reported event was not confirmed. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device.

Event description:
During inspection for a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The anspach motor malfunctioned and started smoking. There was no serious consequence to the surgeon and the case was completed successfully.